Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was not broken or removed. Visual inspection found an air bubble on the dso seal and the lens was scratched. The complaint was confirmed. A degraded dso sensor was the root cause. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Dso sensor assembly replaced.

Event description:
It was reported that the device gave an error: cassette not attached. The issue occurred during use with the patient. The event caused a delay in infusion therapy; "probably not harmful, but not quite clear". Outcome of the event was the patient's therapy was delayed, and the pump was swapped out.